Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shock therapy for an atrial arrhythmia. The ryhthm was detected in the ventricular tachycardia (vt) one zone, which was a monitor only zone, accelerated to the vt zone and dropped back down to the vt-1 zone where no inhibitors were available, so the shock didn't divert as expected. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.